Event description:
It was reported that stent damage and removal difficulties were encountered. The 100% stenosed target lesion was located in the moderately calcified and mildly tortuous left circumflex artery. Following pre-dilatation with a 2.0x15 non-bsc balloon catheter, a 24 x 2.75 promus premier drug-eluting stent was advanced for treatment. However, after several attempts, the device failed to cross the lesion. Guidezilla ii was then used to placed the stent but still it failed to cross. While removing the device, the stent proximal part was damaged and was stuck at the distal part of the guidezilla ii. The stent and guidezilla ii were completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.